Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system (B)(4) recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. System database video images indicated the absence of, or minimal, eye movement during the laser treatment. Additionally, it is unk if the surgeon used the standard continuous curvilinear capsulorhexis (ccc) surgical technique to remove the capsulotomy disc. The catalyst system performed as design; however, the cause (s) of the anterior radial tear and posterior capsule tear is unk. The catalyst system operator manual contains a warning which states "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The use of improper capsulotomy to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy".

Event description:
It was reported that a pt who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalyst system (system) subsequently experienced an anterior capsule tear that extended to the posterior in the operating room (or) during the surgical procedure to remove the cataract. An anterior vitrectomy was performed. No add'l complications and/or medical intervention were reported.